Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their controller went black on friday and they could not use it. They still had a pod on the body which kept working until sunday afternoon. The pod had worked the full 72 + 8 hours. The patient then used an insulin pen which they were not very familiar with. The patient administered too much insulin at around 23:30 sunday evening their blood glucose (bg) level was at 2 mmol/l (36 mg/dl). The patient then drank some juice. Upon waking at 04.30 monday morning, their bg level was at 17.5 mmol/l (315 mg/dl). At approximately 08:00 when they were in their car, they started feeling very unwell and called the hospital who decided to provide a ride to take them to the hospital. The patient¿s symptoms included a stomachache, headache, heavy legs, and tiredness. The patient¿s ketones were around 1.9 mmol/l and a bg level of greater than 17.5 (315 mg/dl). The patient was hospitalized for approximately five hours and diagnosed with high bg levels. The patient was treated with a saline drip and insulin. The patient did not have a pump on when this occurred. Following discharge, the patient obtained a new omnipod 5 controller which was working as intended.